Event description:
It was reported that during a lap cholecystectomy procedure after firing a few clips the device jammed. Another device was used to complete the case with no patient consequence. One device is being returned,

Manufacturer narrative:
H6: damaged top shroud. H3. Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The device was received with the top shroud cracked. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional.